Manufacturer narrative:
H.6 investigation summary bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation based on photos only. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Based upon the a3 problem solving methods and kepner-tregoe tools for root cause analysis, two potential causes were identified and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: we are observing faulty automated decapping of 13 mm bd vacutainer tubes for the past several weeks. Decapping is performed on abbott glp decapper module. Abbott has tried to fix the issue on their side by replacing parts but this issue was observed at several sites with different instruments, e.g. Synlab leverkusen and synlab munich. The problem is for around every 50th tube the vacutainer cap will be lifted but the rubber insert remains in the tube. The abbott automation then tries to process the tube which leads to errors and significant downtime of the machine.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1336518; medical device expiration date: 2023-04-30; device manufacture date: 2021-12-02. Medical device lot #: 2004334; medical device expiration date: 2023-04-30; device manufacture date: 2022-01-04. Medical device lot #: 2175184; medical device expiration date: 2023-10-31; device manufacture date: 2022-06-24. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: we are observing faulty automated decapping of 13 mm bd vacutainer tubes for the past several weeks. Decapping is performed on abbott glp decapper module. Abbott has tried to fix the issue on their side by replacing parts but this issue was observed at several sites with different instruments, e.g. Synlab leverkusen and synlab munich. The problem is for around every 50th tube the vacutainer cap will be lifted but the rubber insert remains in the tube. The abbott automation then tries to process the tube which leads to errors and significant downtime of the machine.